Event description:
It was reported that the device was unable to be remotely interrogated using bluetooth low energy (ble) telemetry. Abbott technical services was contacted, the device was interrogated during a follow-up in clinic, and ble telemetry was successfully restored. The patient was in stable condition.